Event description:
Pump was reported to run too fast during routine testing by hosp biomed. No pt involvement.

Event description:
Pump was reported to run too fast during routine testing y hospital biomed. No pt involvement.